Manufacturer narrative:
(B)(4). The device was manufactured august 21, 2013 - august 23, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by refilling the device with water. After fill, flow was visually observed at the luer. The flow continued without stopping. No signs of flow problems were observed during the functional test. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not infuse. The reporter stated that there was no infusion and no flow of product. This occurred while attempting to infuse an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.